Manufacturer narrative:
Patient ID not provided due to swedish patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. It was reported that a few weeks later, a drill was suspected to have been bent and was being used in procedure. However, confirmation could not be provided as the drill was discarded by the site.

Event description:
A site representative reported that, while in a cervical spinal fusion, an imprecision between 3-4 millimeters was observed. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.